Manufacturer narrative:
The expandable introducer sheath was not returned to edwards for evaluation. Images of the device after the procedure were provided along with imagery of the patient¿s vessels. The images show tortuosity in the patient¿s access vessel and patient calcification. The picture of the sheath, post-procedure, shows liner bunching and delamination near the distal tip, confirming the complaint for ¿sheath distal tip ¿ liner delamination¿. The picture did not confirm a dislodged radiopaque marker band. The complaint for ¿sheath distal tip ¿ separated marker¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath. Further, a review of the IFU and training manual revealed no deficiencies. Past complaints have suggested that vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system through the sheath. During retrieval of the delivery system, non-axial alignment of the delivery system can cause it to become caught on the sheath distal tip. If the delivery system becomes caught, it will often require extra pull force in order for it to be removed. The extra force applied to the delivery system in this position can then cause delamination of the liner, exposing the c-marker band and resulting in separation from the sheath distal tip. Per the complaint description, there was resistance felt when pulling the delivery system out of the sheath, requiring the physician to pull ¿with a little more force¿. It is likely that the patient¿s tortuous vessels caused non-axial alignment of the sheath and delivery system upon removal, which increased the force necessary to remove the delivery system. The flared legs on the proximal end of the inflation balloon further support that there was difficulty experienced in removing the system. The ¿¿pop¿ or ¿release¿ that was reported in the complaint description likely occurred when the crimp balloon tore. If the I/c bond becomes separated, these inflation balloon legs can catch on the sheath distal tip and further hinder device removal. The additional pull force that was then applied on the delivery system likely caused the reported liner delamination and marker band separation. Based on available information, patient and/or procedural factors likely contributed to the complaint event. No corrective / preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the territory manager, the sapien 3 tavr procedure went as expected until the delivery system was being pulled back into the sheath. Some resistance was felt while pulling the delivery system out and then there was a sudden ¿pop¿ or release when pulled with a little more force. Under fluoro, it appeared the radiopaque marker on the sheath had come down about 10 cm into the sheath. The sheath was pulled out and the radiopaque marker was intact, but dislodged from its original position at the proximal end of the sheath. The outcome of the case was fantastic. The patient is recovering normally.